Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure protruding through uterus fundus/migration/perforation/positioned essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopy, left salpingectomy,hysterectomy; laparoscopic with cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: the left ostia was visualized and the essure device was deployed. The proximal portion of the device was visualized with less than 3coils noted. Patient tolerated the procedure well. Date(s) of removal: (B)(6) 2018, (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure protruding through uterus fundus/migration/perforation/positioned essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopy, left salpingectomy,hysterectomy; laparoscopic with cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: the left ostia was visualized and the essure device was deployed. The proximal portion of the device was visualized with less than 3coils noted. Patient tolerated the procedure well. Date(s) of removal: (B)(6) 2018, (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.